Manufacturer narrative:
The event is currently under investigation.

Event description:
During a peripheral crossover procedure on a patient of unknown age and gender, the 6fr sheath (1820334-2016-00363; subject of this report) fractured during sheath exchange. The physician removed this device and proceeded with the 7fr which also fractured during sheath exchange (1820334-2016-00361). The physician removed this device from the patient, however, it is unclear how the physician completed the procedure. It was confirmed there was no harm to the patient. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation . A review of the complaint history, device history record, instructions for use (IFU), trends, quality control and a visual inspection and dimensional verification of the returned device were conducted during the investigation. The device is shipped with an IFU that describes the intended use, specific items are addressed such as: ¿warnings: before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage. Do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt. Upon removal from package, inspect the product to ensure no damage has occurred.¿ the visual inspection of the returned device reported the beginning of the unraveling/separation was measured to be 16 cm from the proximal end of the sheath. There were 2.5 cm of exposed coil (no coil was broken), 0.4 cm of sheath tubing with an accordion type wrinkle, and then the remaining distal end of the sheath was measured to be 42.4 cm. The tubing before and after the exposed coil segment appeared to be elongated. It should be noted that the dilator was not inserted in the sheath upon return of the complaint device. The patient may have had difficult anatomy, such as a steep bifurcation and/or calcification, which could have led to the described failure mode. However, with the information currently available, a definite root cause cannot be determined. Based on the information provided, a definitive root cause could not be determined. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.

Event description:
During a peripheral crossover procedure on a patient of unknown age and gender, the 6fr sheath (1820334-2016-00363; subject of this report) fractured during sheath exchange. The physician removed this device and proceeded with the 7fr which also fractured during sheath exchange (1820334-2016-00361). The physician removed this device from the patient, however it is unclear how the physician completed the procedure. It was confirmed there was no harm to the patient. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.